Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft sheared off while putting the stent in the body. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the left anterior descending artery. The break occurred more than 15 cm from the hub and the device was completely removed from the patient's body.